Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After several follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that the lh and prolactin results were high with an unspecified bd vacutainer¿ sst¿ blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints). It was reported that the lh and prolactin results were high.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lh and prolactin results were high with an unspecified bd vacutainer¿ sst¿ blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported that the lh and prolactin results were high.